Manufacturer narrative:
A titan pump and two cylinders were received for analysis. A partial separation within abrasion was noted on the shorter exhaust tube strain relief of the pump. This is not a site of leakage. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with the pump. Two separations were noted in the bladder of cylinder 2. These were both sites of leakage. Microscopic examination of the surfaces revealed smooth straight separations, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. The information received indicated a break in tubing, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
Lot number: 0928383. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the clear tube broke. The device was replaced.